Manufacturer narrative:
(B)(4) date sent: 3/27/2026 d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gynecological procedure in a laparoscopic hysterectomy the active branch of device (the titanium one) has snapped/chipped at the tip. It happened at the end of the procedure. The operator noticed this and was able to retrieve the piece that had ended up in the douglas. The patient is fine and has not been impacted. The instrument had no apparent trauma; no metal clip grip. It is probably thought that it may have been having hit the walls of the trocar. There were no patient consequences.